Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("patient informs that he had essure removed") and pelvic pain ("patient informs that she had essure removal and she feels pain daily") in a female patient who had essure inserted (lot no. Unknown). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with morfina [morphine], dipirona [metamizole sodium] and paracetamol as well as surgery (essure removal). At the time of the report, the pelvic pain had not resolved. The outcome of medical device removal was unknown. The reporter considered medical device removal and pelvic pain to be related to essure administration. The reporter commented: she informs that she had essure removal, she had been feeling pain daily, I spend every day living under dipyrone and paracetamol to contain the pain when it gets stronger, only morphine to relieve. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('patient informs that he had essure removed') and pelvic pain ('patient informs that she had essure removal and she feels pain daily') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced pelvic pain (seriousness criterion medically significant). The patient was treated with metamizole sodium (dipirona), morphine (morfina), paracetamol and surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: she informs that she had essure removal, she had been feeling pain daily, I spend every day living under dipyrone and paracetamol to contain the pain when it gets stronger, only morphine to relieve. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.